Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged that the battery compartment was cracked and there was moisture behind the display. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2017animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 10/13/2017 with the following findings: on examination, the battery compartment was confirmed to be cracked as alleged. There was corrosion inside the battery compartment and moisture behind the display lens. Review of the black box data revealed evidence of partially discharged batteries inserted into the pump resulting in low battery warnings and replace battery alarms. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation and fit properly to the pump. The electrical current draws were evaluated and found to measure within the required specifications. A battery life issued was not duplicated during the investigation. Leak testing confirmed moisture ingress at the area of pump damage. Moisture was found inside the pump on the printed circuit board. (B)(4).